Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
Needle breakage. A broken needle fragment could not be removed despite use of the image intensifier. This has lengthened significantly the duration of the intervention, on normal use during the 9th pass. Longer procedure.

Manufacturer narrative:
The complaint device is not being returned and therefore not available for a physical evaluation. From past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. No additional information has been provided if aforementioned factors contributed to the event. A batch record review has been conducted and the results indicate that this batch of product was processed with an unrelated nc with no link to this complaint and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed 4 similar complaints for this lot of devices that were released to distribution. Out of the 4 complaints, 3 were reported from the same facility in france. Retraining was provided however, mitek was informed that the needles were continuing to be used incorrectly. The complaint rate has been reviewed against the risk analysis document and found to be within the expected levels. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Needle breakage. A broken needle fragment could not be removed despite use of the image intensifier. This has lengthened significantly the duration of the intervention, on normal use during the 9th pass. Longer procedure.